Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2017 getinge became aware about customer allegation related to end cap which fell off from the modutec device. There is no information about patient involvement, however we decided to report this case in abundance of caution as any parts falling down into sterile field might led to contamination. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The purpose of this submission is solely to provide a correction of awareness date included in describe event or problem section. This is based on the result of an internal review noting the report was incorrectly submitted stating another awareness date. On 3rd of july 2017 getinge became aware about customer allegation related to end cap which fell off from the modutec device. There is no information about patient involvement, however we decided to report this case in abundance of caution as any parts falling down into sterile field might led to contamination. Manufacturer's reference number: (B)(4). Corrected describe event or problem: on 26th of april 2017 getinge became aware about customer allegation related to end cap which fell off from the modutec device. There is no information about patient involvement, however we decided to report this case in abundance of caution as any parts falling down into sterile field might led to contamination. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number(B)(4).

Manufacturer narrative:
Getinge became aware of an incident with one of devices- modutec. As it was stated, the end cap fell down. There was no injury reported however we decided to report the issue in abundance of caution as any part falling might be a source of contamination. It was established that when the event occurred, the device did not meet its specification as the end cap shouldn¿t be in a state in which it can detach, and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. Unfortunately and despite our best efforts, subject matter experts did not receive enough information to conduct the technical investigation. It wasn¿t established which end cap was mentioned in the description. It is not possible to determine the root cause however the most likely root cause is related to collision. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. We believe that our devices are performing correctly on the market.